Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-jan-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative 9rep) regarding a patient who was receiving 20mg/ml morphine at "11.5" via an implantable infusion pump for an unknown indication for use. It was reported that the patient had experienced poor pain relief. A catheter access study was done on (B)(6) 2018 and it was found that the catheter was in the epidural space. The catheter was replaced and it was decided that the pump could be replaced as well due to longevity. It was reported that the issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.